Manufacturer narrative:
Additional information provided in d.9., h 3., h.6., and h.11. Although a video attached to the file shows the cassette attached to the console and noise is coming from the console when the cassette is attached, products for testing were received. Three fluidics management system (fms) in trays were visually inspected. The administration line, irrigation and aspiration manifolds were cut off too close to the cassette insertion. Functionality testing was unable to be performed on this cassette. The drain bags were detached from the drain bag tape on the covers due to saturation. The drain bag tapes were adhered on the cassettes properly. The products were tested using a console. The products could be recognized by the console. The products primed and tuned with the handpiece and a 0.9-millimeter aspiration bypass (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. No leakage, or occlusion was detected from the tubing insertion to the fittings and the four aspiration ports on the pump region of the cassette base. No abnormal noise occurred during testing. From lab experience, noise occurred when excessive surgical residue in the aspiration fluid path of the tubing and the cassette, but it does not affect the functionality. The products functioned within specification. Cassettes max vacuum and aspiration flow rates, and irrigation flow rates were measured and met specifications. No problem was found with the returned cassettes fluidics. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event as the returned product met specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the cassette make loud sound and the vacuum does not raise normal during surgery. The type of surgery was unknown. The procedure was completed by replacing the cassette with new one. There was no patient impact.